Manufacturer narrative:
G2: the country of origin is australia. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's therapy turned off without patient initiation. The ins had sufficient charge; the therapy was not turning off due to depletion as reviewed in the recharge history of the battery. This resulted in inconvenience for the patient. Upon discovering that their therapy was off, the patient turned it back on.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the manufacturer representative was going to see the patient on (B)(6) 2026 and would collect logs from the therapy application.

Manufacturer narrative:
Continuation of d10: product ID a72200, serial# unknown, product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Merged from duplicate event 2182207-2026-00629: information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's therapy turned off unexpectedly. The patient went into their handset to try and turn it back on and received the "error 0x559a6def" message. The patient restarted their handset and they were then able to go into their handset and turn therapy on. 2026-mar-16 e1 (rep, for): additional information was received. Ins info confirmed. The cause of the stim shutting off was not determined. This issue has not recurred, but the issue is a recurrence itself as it had happened in the past. The issue was considered resolved. Therapy app version was also confirmed. - end of merged information.